Manufacturer narrative:
The device was evaluated at the customer site by a trained service technician. Functional checks were performed in accordance with established service and troubleshooting procedures. Gas-delivery accuracy, monitoring performance, and all other functional checks performed during the field evaluation were observed to be within specification. As part of the investigation, the device log file was reviewed. The log data indicated that the majority of recorded nitric oxide concentration readings during the reported timeframe were within the device's allowable delivery accuracy specification (±20% of the target dose). The servo-u ventilator, in neonatal configuration, operates with a bias flow of 0.5 l/min ±8% which may fall below the stated operating range of the noxboxi device as indicated in the IFU. Under these neonatal ventilation conditions, the likelihood of transient variability in measured nitric oxide concentration is increased potentially impacting dose delivery. A root cause has not yet been established. Should additional relevant information become available following completion of the investigation, a supplemental report will be submitted as required.

Event description:
(E1) reported that fluctuations in the monitored nitric oxide concentration were observed while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device. According to the hospital report, the monitored nitric oxide concentration fluctuated between approximately 15 ppm and 26 ppm around a target dose of 20 ppm. Specifically, the hospital reported the dose fluctuated intermettenly with large manditory breaths and when the patient "clamped down". No patient harm or lasting adverse effects were reported. Ventilator mode and settings: servo-u; rr 14, pip 50, peep 8, it .8 ps 12.